Event description:
Reported via a fax as dysphagia.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band ring. There was no indication of wear related damage to the portion of the lap-band system returned. We believe the damage was likely caused during surgery to remove the device. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."